Event description:
It was reported that the bed had a cpu and cable issue. No adverse consequences alleged.

Manufacturer narrative:
Multiple attempts have been made to contact customer. No responses have been obtained. If additional information is gathered, a follow-up report will be applied.